Event description:
A surgical coordinator reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the coord stated that the surgeon felt the decrease in the best corrected visual acuity is due to pigmentary changes, hypertensive changes and (B)(6); and he does not think the lens is defective. The coord reported that the pt is happy with the results.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no root cause can be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info was requested on 05/20/2011 and 05/26/2011 by phone, fax, and mail. Additional info was received on 05/26/2011 by phone. A completed questionnaire has not been received. (B)(4).